Event description:
It was reported that the right atrial (ra) lead exhibited loss of capture. The lead was replaced during a scheduled pulse generator replacement procedure. There was no adverse consequence to the patient. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Pt code: 4582. Device code: 1081. Ref report: mw5182095.